Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip injury (from childhood) and walker user. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced blindness ("I was going blind"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/chronic pain in lower back"), arthralgia ("hip pain / knee pain"), inflammation ("inflammation"), fall ("last winter fell down a flight of stairs"), intervertebral disc degeneration ("degenerative disc disease diagnosed"), arthritis ("arthritis diagnosed in lower back/hip"), pain in extremity ("pain in my leg, thigh"), chronic back pain ("extreme chronic pain in my lower back radiating to my right thigh") and menstrual disorder ("period like symptoms") with abdominal discomfort, abdominal distension and abdominal discomfort and was found to have uterine leiomyoma ("smallish fibroid tumor in my uterus"). The patient was treated with physical therapy (stretching exercises), surgery (partial hysterectomy in (B)(6) 2015), breaking(ripping) the fascia (sp) from lower back, hip and leg down to the knee; estim and trigger point therapy. Essure was removed in (B)(6)2015. At the time of the report, the pelvic pain, inflammation, fall, intervertebral disc degeneration, arthritis, menstrual disorder, uterine leiomyoma and blindness outcome was unknown and the back pain, arthralgia, pain in extremity and chronic back pain was resolving. The reporter considered arthralgia, arthritis, back pain, blindness, fall, inflammation, intervertebral disc degeneration, menstrual disorder, pain in extremity, pelvic pain, uterine leiomyoma and chronic back pain to be related to essure. The reporter commented: I am writing this as I am lying on bed, in pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2015: . Eosinophil count - in (B)(6) 2015: 5.9; in (B)(6) 2015: 3.1. Full blood count - in (B)(6) 2015: concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: data received from social media. New events 'last winter fell down a flight of stairs', 'degenerative disc disease diagnosed', 'arthritis diagnosed', 'pain in my leg, thigh', 'extreme chronic pain in my lower back radiating to my right thigh', 'period like symptoms', 'smallish fibroid tumor in my uterus' and 'I was going blind' were added with outcomes and treatments. Lab data and essure removal date were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip injury (from childhood) and walker user. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced blindness ("I was going blind"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/chronic pain in lower back"), arthralgia ("hip pain / knee pain"), inflammation ("inflammation"), fall ("last winter fell down a flight of stairs"), intervertebral disc degeneration ("degenerative disc disease diagnosed"), arthritis ("arthritis diagnosed in lower back/hip"), pain in extremity ("pain in my leg, thigh"), chronic lumbago ("extreme chronic pain in my lower back radiating to my right thigh"), menstrual disorder ("period like symptoms") with abdominal discomfort, abdominal distension and abdominal discomfort and feeling abnormal ("brain fart") and was found to have uterine leiomyoma ("smallish fibroid tumor in my uterus"). The patient was treated with physical therapy (stretching exercises), surgery (partial hysterectomy in (B)(6) 2015), breaking(ripping) the fascia (sp) from lower back, hip and leg down to the knee; estim and trigger point therapy. Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, fall, intervertebral disc degeneration, arthritis, menstrual disorder, uterine leiomyoma, blindness and feeling abnormal outcome was unknown and the back pain, arthralgia, pain in extremity and chronic lumbago was resolving. The reporter considered arthralgia, arthritis, back pain, blindness, fall, feeling abnormal, inflammation, intervertebral disc degeneration, menstrual disorder, pain in extremity, pelvic pain, uterine leiomyoma and chronic lumbago to be related to essure. The reporter commented: I am writing this as I am lying on bed, in pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2015: . Eosinophil count - in (B)(6) 2015: 5.9; in (B)(6) 2015: 3.1. Full blood count - in (B)(6) 2015: . Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event brain fog added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip injury (from childhood) and walker user. Blood test and full blood count test performed. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced blindness ("I was going blind"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/chronic pain in lower back"), arthralgia ("hip pain / knee pain"), inflammation ("inflammation"), fall ("last winter fell down a flight of stairs"), intervertebral disc degeneration ("degenerative disc disease diagnosed"), polyarthritis ("arthritis diagnosed in lower back and hip"), pain in extremity ("pain in my leg, thigh"), chronic lumbago ("extreme chronic pain in my lower back radiating to my right thigh"), menstrual disorder ("period like symptoms") with abdominal discomfort, abdominal distension and abdominal discomfort and feeling abnormal ("brain fart") and was found to have uterine leiomyoma ("smallish fibroid tumor in my uterus"). The patient was treated with physical therapy (stretching exercises), surgery (partial hysterectomy in (B)(6) 2015), breaking(ripping) the fascia (sp) from lower back, hip and leg down to the knee; estim and trigger point therapy. Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, fall, intervertebral disc degeneration, polyarthritis, menstrual disorder, uterine leiomyoma, blindness and feeling abnormal outcome was unknown and the back pain, arthralgia, pain in extremity and chronic lumbago was resolving. The reporter considered arthralgia, back pain, blindness, fall, feeling abnormal, inflammation, intervertebral disc degeneration, menstrual disorder, pain in extremity, pelvic pain, polyarthritis, uterine leiomyoma and chronic lumbago to be related to essure. No further causality assessment were provided for the product. The reporter commented: I am writing this as I am lying on bed, in pain. Diagnostic results (normal ranges are provided in parenthesis if available): eosinophil count - in (B)(6) 2015: 5.9; in (B)(6) 2015: 3.1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip injury (from childhood) and walker user. Blood test and full blood count test performed. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced blindness ("I was going blind"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/chronic pain in lower back"), arthralgia ("hip pain / knee pain"), inflammation ("inflammation"), fall ("last winter fell down a flight of stairs"), intervertebral disc degeneration ("degenerative disc disease diagnosed"), polyarthritis ("arthritis diagnosed in lower back and hip"), pain in extremity ("pain in my leg, thigh"), chronic lumbago ("extreme chronic pain in my lower back radiating to my right thigh"), menstrual disorder ("period like symptoms") with abdominal discomfort, abdominal distension and abdominal discomfort, feeling abnormal ("brain fart") and dyspareunia ("used to have sex every day, due to last round crippling pain it has been over month") and was found to have uterine leiomyoma ("smallish fibroid tumor in my uterus"). The patient was treated with physical therapy (stretching exercises), surgery (partial hysterectomy in (B)(6) 2015), breaking(ripping) the fascia (sp) from lower back, hip and leg down to the knee; estim and trigger point therapy. Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, fall, intervertebral disc degeneration, polyarthritis, menstrual disorder, uterine leiomyoma, blindness, feeling abnormal and dyspareunia outcome was unknown and the back pain, arthralgia, pain in extremity and chronic lumbago was resolving. The reporter considered arthralgia, back pain, blindness, dyspareunia, fall, feeling abnormal, inflammation, intervertebral disc degeneration, menstrual disorder, pain in extremity, pelvic pain, polyarthritis, uterine leiomyoma and chronic lumbago to be related to essure. The reporter commented: I am writing this as I am lying on bed, in pain. Diagnostic results (normal ranges are provided in parenthesis if available): eosinophil count - in (B)(6) 2015: 5.9; in (B)(6) 2015: 3.1. Concerning the injuries reported in this case, the following ones were reported via social media- dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new event used to have sex every day, due to last round crippling pain it has been over month were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hip pain / knee pain") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, arthralgia and inflammation outcome was unknown. The reporter considered arthralgia, back pain, inflammation and pelvic pain to be related to essure. The reporter commented: I am writing this as I am lying on bed, in pain. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: essure removal surgery added. Hip pain, back pain, knee pain and inflammation were added. Reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.